Manufacturer narrative:
Concomitant product(s): dtba1d1 device, implanted: (B)(6)2016; a 6996sq58 lead, implanted: (B)(6)2008. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the epicardial left ventricular (lv) lead exhibited high and unstable pacing thresholds, along with a lead alert for high pacing impedance. The lv lead was capped and replaced with a transvenous lv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.